Event description:
Customer reported: inability to maintain cuff pressure. The info provided suggest that a replacement tube was required. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
The failure mode was confirmed in the received sample. The analysis revealed that the cuff deflated immediately. The guidelines and manufacturing controls were found effective and properly implemented. A defect of this magnitude would have been detected during the 100% inflate/deflate test, during the manufacturing process, and removed from the lot. The reported condition is not confirmed as related to manufacturing process. (B)(4).